Event description:
A third-party service agent contacted physio-control to report that their customer's device had intermittently lost power during patient monitoring. The patient associated with the reported event was not harmed.

Manufacturer narrative:
A third-party service agent evaluated the customer's device and was unable to reproduce the reported issue. The device was subsequently forwarded to physio-control. Physio-control further evaluated the device and was unable to reproduce the reported issue. The reported issue was verified through a review of the electronic records. After performing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). The device was not returned to physio-control. The third-party service agent performed an initial evaluation of the customer's device. Physio-control is waiting for clarification of results. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
A third-party service agent contacted physio-control to report that their customer's device had intermittently lost power during patient monitoring. The patient associated with the reported event was not harmed.